Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a poor connection in a groshong nxt connector is confirmed and was determined to be manufacturing related. Two 4 fr two-piece groshong nxt connectors were returned for evaluation. An initial visual observation showed a small amount of use residue on the returned samples, and the connectors were returned assembled. A microscopic observation revealed a gap between one locking arm of each proximal connector piece and the catch slot of its respective distal connector piece. An attempt was made to disassemble the connectors and they were each found to be able to be pulled apart by hand with relative ease. The distance between the locking arms of the proximal connector pieces was measured and both were found to be too wide and out of specification. The investigation was forwarded to the manufacturing facility for further evaluation, and bd is working closely with the manufacturing facility to prevent recurrence of the reported event. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported that after the catheter was connected with the metal handle, the strain relief was engaged with the barb of the winged part, with no ¿click¿ heard. The two parts were separated just with a gentle pull. It was stated this occurred with two devices. This report addresses the second device.

Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redw1151 showed five other similar product complaint(s) from this lot number. The complaints for this lot number (redw1151) have been reported from the same facility in china.

Event description:
It was reported that after the catheter was connected with the metal handle, the strain relief was engaged with the barb of the winged part, with no ¿click¿ heard. The two parts were separated just with a gentle pull. It was stated this occurred with two devices. This report addresses the second device.